Event description:
It was reported that the infusion set cannula was bent halfway through cannula, resulting in high blood glucose that was treated with an insulin pump on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-62107 / Initial 5 of 5.Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.